Event description:
It was reported that the device may have had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery depletion was indicated as the time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012 device rrt <=2.62 volt. The weekly battery voltage trend data shows minimum battery was 2.64 to 2.62 volts between (B)(6) 2012. One patient alert for low battery voltage occurred on (B)(6) 2012 02:15:04.